Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump was dropped and had a crack on the battery compartment. Customer reported that the pump was not recognizing the battery. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed for cosmetic damage. Customer reported that the pump functionality was affected due to damage. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Customer returned pump for an alleged failed battery alert/battery failed alarm and cosmetic damage located at the battery compartment found on 06-jun-2025. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. There is no failed battery alert/battery failed alarm recorded in the formatted history file on the event date of 06-jun-2025. In further review of the formatted history file 1 week prior to the event date of 06-jun-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 06/04/2025 17:53:04.000. 06/04/2025 18:03:00.000 and 06/04/2025 18:04:06.000. 06/06/2025 17:50:47.000. 06/06/2025 18:00:00.000. Insert battery alarm was expected since the battery was removed from the pump. No failed battery alert/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, during visual inspection corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.